Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device ( it was reported that the device could cross the lesion due to calcification and tortuosity). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device ( it was reported that the device could cross the lesion due to calcification and tortuosity). (B)(4).

Event description:
The physician intended to deploy an endeavor resolute drug eluting stent in the rca. The device was inspected prior to use with no issues noted. It was reported that the device could cross the lesion due to calcification and tortuosity. There were no patient complications reported. The physician used an other device to complete the procedure. Device evaluation: the stent was positioned between the marker bands as per specifications. The 9th and 10th distal stent segments were raised and deformed. Image review: both the lcx and rca vessel are severely diseased. There are no images of any devices inside either vessel. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).